Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on a young female patient with a body mass index of sixty-four, the second firing of a powered plus stapler was with a black reload and seamguard over very thick gastric tissue. The device did fire, but was very labored and sluggish. When the surgeon released the jaws, only the outer row of staples formed on the patient side. The middle and inner rows of staples were deployed unformed. There was oozing at the cut line and the surgeon oversewed the cut line to reinforce the staple line and to control bleeding. The cartridge and device were inspected closely and the spent black cartridge was deformed, almost like it had melted, but the stapler was fine and was used to complete the procedure without further incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52w6j. The analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on a young female patient with a body mass index of sixty-four, the second firing of a powered plus stapler was with a black reload and seamguard over very thick gastric tissue. The device did fire, but was very labored and sluggish. When the surgeon released the jaws, only the outer row of staples formed on the patient side. The middle and inner rows of staples were deployed unformed. There was oozing at the cut line and the surgeon oversewed the cut line to reinforce the staple line and to control bleeding. The cartridge and device were inspected closely and the spent black cartridge was deformed, almost like it had melted, but the stapler was fine and was used to complete the procedure without further incident. There were no adverse consequences for the patient.